Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff, pump and balloon were visually examined, and leak tested; the pump and balloon were also microscopically examined. No anomalies were found with the cuff or the pump. Visual and microscopic examination of the balloon identified a tear at the sphere-adapter junction consistent with fatigue. Additionally, the balloon did not pass the leakage test. Analysis confirmed the reported clinical observation.

Event description:
It was reported that the patient experienced problems with this artificial urinary sphincter. A revision surgery was performed which found a hole in the balloon with a resultant fluid leak. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient experienced problems with this artificial sphincter. A surgical procedure was performed and it was found a fluid leak caused by a hole in the balloon. All components were removed and replaced. There were no patient complications reported.